Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: packaging with a crack on the backside.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary a device history review was completed for material number 306572 and lot number 0008212. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample and two photo samples were received for evaluation by our quality team and there was a tear in the packaging observed. It is possible that this defect could be related to the movement of the product through the sterilization loading process. In response to this incident, preventative action is being taken to reduce the occurrence of this defect. These actions include enhanced product orientation controls and a review of the sterilization process. The quality team will continue to monitor for this defect and any emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 10 ml saline xs experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: packaging with a crack on the backside.